Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported "patient noticed rippling and complaints of the right breast falling out of the pocket into armpit", "patient reports breast feeling achy", ¿breast asymmetry", "ptosis grade 1" and found intact during explant surgery. Surgical intervention: capsulotomy. This record is for the right side. The device has been explanted and replaced. The device will be returned.

Manufacturer narrative:
The event of "visibility/palpability" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: suspected rupture (later found intact); "ptosis, rippling, asymmetry"; "right breast falling out of the pocket into armpit" additional, changed, and/or corrected data: b5, b6, b7, d6b, h6, h11

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ migration: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted. The device will be returned upon explantation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device remains implanted. The device will be returned upon explantation.